Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems -bladder infection"), urinary tract infection ("bladder/urinary problems - uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("other injuries/symptoms- hair loss"), tooth disorder ("other injuries/symptoms- dental problems"), nausea ("other injuries/symptoms- nausea") and visual impairment ("other injuries/symptoms- vision problems") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes") and weight increased ("other injuries/symptoms-weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: result right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal ,back pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), psych injury, migration, bladder/urinary problems bladder infection, uti, vaginal infection, vaginal discharge, other injuries/symptoms fatigue, hair loss, dental problems. Hormonal changes, nausea, vision problems, weight gain were added. Plaintiff information and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.